Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion sets were kinked and bent. The patient changed the supplies and took insulin in order to treat high blood glucose level. The patient went to the emergency room with blood glucose level of 489 mg/dl and had ketone levels which was assessed as dangerous/life threatening by the medical staff. The patient received insulin drip, fluids as corrective treatment and was vomiting and dehydrated when left the emergency room. The patient was subsequently hospitalized and received insulin and electrolytes which resolved the issue. The infusion set was in use for 2 days. The patient was hospitalized for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.